Event description:
The company representative reported that a transoral fundoplication procedure was completed without incident. Next day, the physician called and stated that during a routine post operative upper gi, a minor leak from the distal esophagus was noticed. By his estimation, it was only a 1mm perforation that probably occurred when he advanced a stylet out, but could not visualize it, so repositioned without deploying a fastener. The piercing probably caused the leak.

Manufacturer narrative:
No allegation of device malfunction. After 5-6 days the leak into the pleural sac did not resolve. A mini-thoracotomy was performed and antibiotics administered. The patient recovered, was released and is doing well.